Event description:
An ipp device was implanted on 10/20/82. The cylinders and pump were revised on 11/7/89. The entire device was removed from the pt and replaced on 5/7/97 due to spontaneous deflation-would pump up and loose fluid back to reservoir.